Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to moisture damage on the force sensor resistor also, debris was found under the display window. The insulin pump had cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised system sensor alarm during priming. Customer's blood glucose was unknown at the time of incident. No further information was given.